Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had red dots on the screen. The intended procedure was cystoscopy. The failure was noted during the initial stack checks. The stack system was changed, back to the older olympus stack system. There were no reports of patient harm.